Event description:
It was reported to boston scientific corporation that a rx stent device was used during a endoscopic retrograde cholangiopancreatography procedure performed in 2008 (male patient; age and weight are unknown). According to the complainant, during the procedure, the stent got stuck in the scope and would not go through. The scope was an olympus ercp scope. The physician completed the procedure with another scope and another of the same stent with no patient complications. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.